Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, during catheter setup, the catheter was not recognized and noise appeared on the electrograms (egm) when the catheter was connected to the generator using the catheter interface cable (cic). The cic was reconnected, but the issue persisted. The cic was then replaced, but the issue did not resolve. The catheter was relaced, resolving the issues. It was further reported that when the defective catheter was inspected, foreign material was observed at the connection points on the catheter and cable side. The case was completed. No patient complications have been reported as a result of this event.